Manufacturer narrative:
Updated fields: b4,b5,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Investigation finalized on 07/11/2024. A getinge field service engineer (fse) found the screen of the equipment was white when it was turned on, and the content could not be displayed. It was briefly restored after plugging and unplugging the video cable. It was confirmed that the video cable was faulty, and the customer was waiting to order accessories. On (B)(6), the equipment returned to normal after replacing the video cable (0012-00-1747). The equipment was checked for all functions according to the factory requirements, and the performance parameters of all test items were within the qualified range. The equipment can be used.

Event description:
It was reported that during use the cs100 intra aortic balloon pump (iabp) screen could not display content normally. Patient involved and no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) screen could not display content normally, no personal injury was caused.